Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer's blood glucose level was unknown at the time of incident. The customer stated that they cannot read the display of the insulin pump and the segments are missing. Customer stated the insulin pump was dropped. Advise customer the insulin pump will need to be replaced and to revert to back up plan . The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with missing segment/partial display, problem isolated to lcd board. Unable to perform self-test, and displacement test due to missing segment.